Manufacturer narrative:
(B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. There was no sample sent for investigation. Based on batch documentation no deviations have occurred during the manufacturing process. The cause for this adverse reaction in this case is not fully clear. An epicutaneous test was offered but was rejected by the patient. If additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: patient treated with gauze soaked with prontosan. During this treatment itching around the eyes and when the patient went home incipient swelling/edema of the throat/neck. This falls after a few days. The homecare nurse reported this as an adverse reaction. An epicutaneous test was rejected by the patient.